Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing low blood glucose. The customer stated that he took some food and a cleanse pill. The customer stated that the bolus wizard gave him 40 units and then he threw up all his food. The customer stated being treated with a spoon of honey, milk, and other food, but he was not able to raise his glucose level. The customer checked his glucose level and it went down to 37mg/dl. The customer called back a day later and stated that he was hospitalized for low blood glucose. The customer stated that he might have had the flu or some food poisoning because he was vomiting. No further information was provided.